Manufacturer narrative:
(B)(4). It is unknown if the sample is available for evaluation. However, if the sample becomes available, a follow-up report will be submitted once the evaluation has been performed.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter customer service of a vial-mate adaptor that had solution leaking. The process step in which this reported condition occurred is unknown. It is unknown if there was a patient involved. No additional information is available.